Event description:
It was reported that the t:slim x2 pump battery would not charge, and a power source alert was noted in the pump history. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the charging supplies, using a tandem charging cable with a non-tandem wall adapter, and cts planned to send a replacement tandem wall adapter via two-day shipping.